Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI was unknown. No product information has been provided to date. 510k is unknown. No information has been provided to date. The device history record (DHR) review is not applicable or relevant because this device is not an out of box failure and/or the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. The pump was returned for evaluation. Visual inspection and functional testing was performed and found that the pump was inoperable. The reported failure was confirmed. The root cause of the reported failure was due to a fault main panel board. Mitigation actions taken were to replace the main panel board, downstream sensor occlusion (dso) sensor, liquid crystal display (lcd), overlay, and the bezel. The device was calibrated and reinstalled. The device passed all functional and delivery tests.

Event description:
It was reported that the device was presenting with error code 10104. No patient injury was reported.